Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('menorrhagia'). In an adult female patient who had essure (batch no. 663256) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: chronic cervicitis and uterine cervical squamous metaplasia. Concomitant products included: levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and solar dermatitis ("rashes after being in the sun for extended periods"). The patient was treated with surgery (essure removed/laparoscopic hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding and solar dermatitis outcome was unknown. The reporter considered heavy menstrual bleeding and solar dermatitis to be related to essure. The reporter commented: right tube: 4 coils, left tube: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, impression: occluded fallopian tubes bilaterally by essure devices. Concerning the injuries reported in this case, the following one was reported via social media: rashes, after being in the sun for extended periods. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: heavy menstrual bleeding. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced solar dermatitis ("rashes after being in the sun for extended periods"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and solar dermatitis outcome was unknown. The reporter considered medical device removal and solar dermatitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: rashes after being in the sun for extended periods. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 28-apr-2021: pif received : reporter information, new event medical device removal, insertion and removal date were added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.